Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patients implantable neurostimulator had been removed because it was not working properly. No patient symptoms, and no additional device complications were reported for this event.